Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while wearing the t:slim pump. After the fall, customer's blood glucose levels were elevated (456 mg/dl) with mild ketones. Contact was unsure if the elevated level was due to injury due to fall, new basal therapy, or damage to the pump from the fall. Customer delivered correction boluses and administered manual injections to treat elevated bg levels. Ketones were negative at time of report.